Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms number 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypad and labels intact. The pump had a cracked front and rear housing. The event history log was unable to be downloaded to review the history. Functional testing was performed using power up and the device alarmed duplicating the reported problem. The root cause of the problem was determined to be a corruption of the circuit board memory. The circuit board was replaced to resolve the problem.

Event description:
It was reported that the pump gave an error message. No additional information is available. No patient injury was reported.